Event description:
Information received by medtronic indicated that insulin pump was broken. Customer also had a high blood glucose event. Blood glucose level was 425 mg/dl at time of incident. Customer blood glucose at time of call was 170 mg/dl. Customer did not reported any symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 is experiencing high bg and the battery compartment is damaged. Insulin pump passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken battery tube threads, cracked keypad overlay, missing display window cover and cracked retainer. The p-cap/reservoir does lock properly. Pump passed functional testing. Confirmed broken battery tube threads. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.